Manufacturer narrative:
(B)(4) date sent: 1/11/2017. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to apply clip to the vessel and the clip scissored multiple times. Another like device was used to complete the procedure. There were no adverse consequences for the patient.